Manufacturer narrative:
Additional components: pla360400j/ 21152465, pla360400j/ 21339104, pla320400j/ 24522088. (B)(4).

Event description:
On (B)(6) 2022, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. It was reported that this case was outside of the instructions for use guidelines with a 90-degree angulated neck to the posterior. During the procedure, two aortic extender endoprostheses (pla320400j) were deployed to extend the device proximally. Reportedly, both migrated distally (distance unknown). A third aortic extender endoprosthesis was deployed. A proximal type I endoleak was observed, but the physician decided to it to monitor the endoleak. The patient tolerated the procedure. On an unknown date in (B)(6) 2022, postoperative computed tomography image revealed a large proximal type I endoleak. On (B)(6) 2022, the patient underwent a reintervention whereby an additional aortic extender endoprosthesis was deployed to extend the endoprostheses proximally. However, the endoleak still remained. The patient tolerated the procedure.